Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device has nearly reached recommended replacement time (rrt). The doctor questioned the longevity of the de vice. The device remains in use. No patient complications have been reported as a result of this event.